Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they had not been using the insulin pump for a while. When they put in a battery, the device would alarm a failed self-test. The customer¿s blood glucose level was 165 mg/dl. Troubleshooting was performed. The alarm did not occur during the rewind or prime sequence. They were assisted with performing a self-test. The device failed the test. The device will be returned for analysis.

Manufacturer narrative:
Findings: the alarm during self test due to faulty. Pump passed idle current test, run current test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump had minor scratched display window and missing end cap sticker.